Event description:
It was reported that the pacemaker exhibited premature battery depletion. The patient was asymptomatic. The device was explanted and replaced on (B)(6) 2018. The patient remained stable before, during, and after this procedure.

Manufacturer narrative:
The complaint of premature battery depletion was confirmed via a device image. Bench testing on the device was performed, and no sources of high current were noted. The cause of the reported issue is consistent with a hardware anomaly on a communication module.